Event description:
The customer tested her blood glucose and received a reading of 265 mg/dl using her contour meter. She retested and received a reading of 135 mg/dl using another meter. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips and meter are to be returned for evaluation. Replacement products were sent to the customer.